Event description:
Approx 3 hours into a 5 hour dialysis treatment a pt went into cardiac arrest following an episode of ventricular tachycardia that progressed to ventricular fibrillation. The pt was defibrillated, but the team was unable to regain a rhythm and the pt expired. The pt had not been feeling well for 2 to 3 days and was scheduled to have a medical assessment following this dialysis treatment. The cause of death is unk. The dialysis machine involved with this event was inspected and determined to be operating within the MFR's specification. The disposables associated with this event were discarded and unavailable for analysis. On (B)(4) 2012, gambro learned the polyflux 21l dialyzer was in use during this event.

Manufacturer narrative:
The gambro polyflux 21 l dialyzer used at the time of this event was not available for investigation. The involved lot number of the dialyzer is unk. Gambro could not perform a lot history record check or a complaint history file check since the involved lot number is unk.